Event description:
Procedure: lap colon. According to the reporter: tip of trocar cannula chipped in multiple places. This was an 8hr case, so the trocar was worked hard. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/03/2015.